Manufacturer narrative:
A clinical complaint investigation was conducted as conclusion the decreased hemalocrit/hemoglobin, increased ldh are indicative of hemolysis. The methemoglobin would indicate a chemical hemolysis. It can not be determined what contributed to the pt's chemical hemolysis. There is no evidence to suggest that gambro product caused or contributed to this event. On 10/27/06, the nurse mgr from this facility contacted crp to provide info from the pt's discharge summary. The discharge summary indicated that the hemolysis was possibly due to pt having been started on levoguin for urinary tract infection. The pt was discharged on another. The cartridge blood set used during this treatment was from an unknown lot number. The set was not, retained for inspection. The facility stated that after treatment it was noted that there was a kink in the arterial dialyzer line where the line exits the cartridge body. Remaining product from the same lot was used for other pts without incident. The investigation is ongoing and that additional info will be submitted in a follow up report, when the investigation is completed.